Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with two 425 cc mentor memorygel breast implant prostheses and experienced right-sided grade IV capsular contracture and bilateral hypertrophic scarring postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo explantation / scar revision on (B)(6) 2020. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 14-aug-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 18-aug-2020, mentor received additional information regarding the patient's symptoms, the date of the revision surgery, and replacement devices. The patient experienced bilateral hypertrophic scar. Initially, the date of explantation was reported as on (B)(6) 2020. However, new information revealed that the patient underwent the revision surgery on (B)(6) 2020. The replacement devices are two 400cc mentor memorygel breast implant prostheses (catalog#: 3504004bc, left serial#: (B)(6), right serial#: (B)(6). The relevant fields have been updated. Updated reason for device explant and/or reoperation: capsular contracture, hypertrophic scar. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Hypertrophic scarring may result from delayed/impaired wound healing. Skin tension is frequently implicated in hypertrophic scar formation. Abnormal scar healing commonly involves areas of high skin tension. Other factors implicated in the etiology of abnormal scar formation include wound infection or anoxia, a prolonged inflammatory response, and wound orientation different from the relaxed skin tension lines. Hypertrophic scarring is a known complication associated with any surgical incision and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the revision surgery and replacement devices. The patient is scheduled to undergo removal and replacement with unspecified mentor gel breast implants. Manufacturer's reference number: (B)(4).